Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's grandmother reported her grandson's blood glucose level had increased to 400-500 mg/dl, and she did not feel the pod was delivering insulin. She administered 5u of insulin and then removed the pod. She said the cannula was bent. She replaced the pod with a new one. The pod was disposed of by the customer and will not be returned for investigation.